Manufacturer narrative:
Information was gathered verbally during a phone conversation between dr. (B)(6) on (B)(6) 2016. Dr. (B)(6) was the surgeon involved in this complaint. The patient was a (B)(6) female presenting with knee pain. The patient did not wish to have a knee replacement. Dr. (B)(6) performed a subchondroplasty procedure of the medial femoral condyle and medial tibial plateau. He estimated that 15 cc's of accufill material was injected into the medial femoral condyle and 10 cc's was injected into the medial tibial plateau. No significant fluctuations in heart rate or blood pressure were noted during the injection. Dr. (B)(6) then waited 15 minutes for the accufill to harden before proceeding with the knee arthroscopy. He estimated that the arthroscopy then took 20-25 minutes to complete. At the completion of the arthroscopy (approximately 35 minutes after the accufill injection), the patients heart rate and blood pressure began to drop. The patient suffered a massive heart attack though to be caused by an acute infarct. The hospital coroner did not recommend an autopsy and the family did not request one. Dr. (B)(64) did not believe that the heart failure was related to the injection of accufill due to the timing of the event being so long after the injection. Dr. (B)(6) mentioned that during prior cases he has seen a slight drop in heart rate during injection of the accufill material, but did not observe that in this case. Relationship between the injection of the accufill material and the heart failure experienced by this patient cannot be confirmed or ruled out due to the absence of an autopsy. Not explanted.

Event description:
Patient expired on table after scp procedure.